Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/17/2021. An investigation was conducted on 05/20/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring as well as on the cannula handle. The c-ring was observed to transected and melted in the center of the c-ring, the scope wash tube of the c-ring was also observed to be melted and cut away. No other visual defects were observed. Based on the returned condition of the device, the reported failure "c-ring break" was confirmed. The lot # 25153067 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the c-ring had "cracked" or "broken." Nothing broke off or fell into the patient. No significant delay or any harm to the patient. Another kit was opened to complete the case.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the c-ring had "cracked" or "broken." Nothing broke off or fell into the patient. No significant delay or any harm to the patient. Another kit was opened to complete the case.